Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the operator observed air in the venous header of the filter and pressed stop. The operator reported attempting to remove air, but was unsuccessful and observed additional air in the venous patient line. Treatment was discontinued without performing rinseback of the patient's blood resulting in a blood loss of approximately 210cc. No medical intervention was required.

Manufacturer narrative:
The cartridge was returned for evaluation. There were no defects noted in the cartridge that could cause the reported problem. Review of the log file for the treatment indicates that the operator did not perform air recovery steps properly as instructed in the user's guide. The log file also indicates that the cycler alarmed appropriately. There is no evidence to suggest that a device malfunction occurred related to this event. A direct correlation between the system one and blood loss cannot be established. The event was reviewed with facility staff. There have been no similar problems reported on the subsequent treatments. Nxstage medical considers this report closed. No additional information will be provided.